Event description:
It was reported a spectrum pump had door not fully latched messages. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The door not fully latched messages were reproduced and confirmed through eval. This condition was caused by the force necessary to close the door being above expected levels. The door hooks and latch pins were replaced to correct this condition.